Event description:
Patient had star total ankle replacement system revised and ankle fused.

Manufacturer narrative:
Additional revised components: star total ankle replacement tibial component, model# 400-262, lot# 100318/3373, device manufacturer date: 07/2010, expiration date: 07/01/2015, date implantation: (B)(6) 2013, date of explantation: (B)(6) 2013. Star total ankle replacement sliding core mobile bearing, model# 400-142, lot# 0933117, device manufacturer date: 12/2010, expiration date: 12/01/2015, date implantation: (B)(6) 2013, date of explantation: (B)(6) 2013. Patient had star total ankle replacement system removed and revised to fusion. Company report form indicates that the patient's talus subsides and the talus bone was dead. (B)(4); all parts were released within specifications.